Event description:
The device was returned to the service center for recertification. This does not indicate a reportable malfunction; however, during verification testing at the service center, a burn smell was noted.

Manufacturer narrative:
Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.